Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock. Review of the data was requested. Upon review, ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and suggested further troubleshooting. It was noted that the patient was brought in and x-rays were taken. The noise was unable to be recreated with postural changes, isometrics and manipulations. The field representative noted that the patient was not active during the treated event and has had no physical trauma nor does any extreme activities or sports. The device was reprogrammed to secondary sensing vector and will be followed via the remote home monitoring system. The s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock. Review of the data was requested. Upon review, ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and suggested further troubleshooting. The s-ICD and electrode remain in service and no adverse effects were reported.